Event description:
Pt placed on vent. After being on vent x 10 minutes, alarms sounded. When nurse entered room there were no displays on the vent. Unable to read settings, volumes, pressures, etc. Vent was removed from service, examined by bio med. Bio med could not reproduce the event and vent was returned to service.